Event description:
Same case a MDR ID # 2134265-2014-00817. It was reported that deployment issue and stent migration occurred. The target lesion was located in the iliac venous bifurcation. The 24x35/11fr wallstent endoprosthesis stent was advanced and deployed to the lesion but the proximal end failed to open up fully. A 6-4/5.8/120 xxl esophageal balloon catheter was advanced to post dilate the proximal end of the stent however the balloon ruptured circumferentially at 8 atmospheres on the second inflation. It was also noted that the balloon was torn. It was unknown if there were any detached balloon fragments. An attempt to remove the balloon was done however it got stuck on the 24x35/11fr wallstent® endoprosthesis stent strut. The physician tried to remove the balloon catheter out by pushing and pulling but was unsuccessful and then the stent "shoot up" and migrated into the distal vena cava. An unspecified sheath was advanced followed by another unspecified long sheath over the balloon catheter to remove it but failed. Instead, a surgical cutdown was performed and the balloon was removed. An unspecified filter was placed in the distal vena vaca to prevent the stent from migrating further. Another 22cm wallstent® endoprosthesis stent was deployed and the procedure was completed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).